Event description:
It was reported that the patient experienced a rise in creatinine levels. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to patient discharge the patient had a rise in creatinine levels from 1.5 to 2.58 mg/dl. The patient was monitored at the hospital for five days, then was discharged after fully recovering. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.